Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing and high sensing integrity counter (sic). It was determined that the rv lead had dislodged into the atrium. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.